Event description:
The ventilator was connected to the pt for approx 45 mins. The customer reports the ventilator delivered large tidal volume to the pt indicated by an external monitor. The pt's blood pressure dropped. The pt was removed from the ventilator and placed on another vent to prevent injury. There was no pt injury. The ventilator alarmed but the alarm was unk. The ventilator will be sent for evaluation and repair.